Manufacturer narrative:
New information received on 01/19/2017 states that the results of the CT abdomen post-driveline debridement in the operating room on (B)(6) 2017 were the following: there is slightly increased fluid in the left chest wall and flank, though without definitive loculation. Persistent complex left pleural fluid and gas. Increasing extensive airspace disease, right greater than left, which may reflect asymmetric edema, though superimposed pneumonia difficult to exclude. Development of moderate abdominopelvic ascites. The patient will continue a 6 week course of intravenous vanco and meropenem. The infectious disease team has proposed indefinite suppressive therapy. Blood cultures that were (B)(6) for (B)(6) on (B)(6) 2016 have been (B)(6) on the repeats since (B)(6) 2017. The patient's white blood cell count is 13.0 and holding with the liver function tests resolving slowly but still slightly elevated. The lactase dehydrogenase (ldh) is at the baseline in mid-300s. These levels were elevated due to septic shock. Septic shock has resolved and the patient is being transferred to stepdown unit on (B)(6) having spent 21 days in the intensive care unit ICU. Patient needs rehab as he is very debilitated currently and is working with physical therapy and occupational therapy (pt/ot). The patient will likely eventually be discharged to a skilled nursing facility (snf) then go to the acute inpatient rehab before going back home. The hvad and his parameters have been stable throughout the entire admission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came into the emergency department (ed) from home on (B)(6) 2016 two days after being discharged home from his implant hospitalization after the patient's wife reported that there was bleeding and pus coming from the patient's driveline exit site (dles). The dressing to the dles was intact when the patient presented to the ed. Assessment of the dles on admission showed purulent drainage pouring out from the exit site with erythema and slight edema. When the tract of the driveline was palpated, more drainage was expressed from the dles. Labs on admission: wbc 11.2 (up from 7.7 at d/c), ldh 278 (baseline), international normalized ratio [inr] 4.0. The patient denied any trauma to the dles. It was further reported that the patient's wife would often break sterile technique during dressing change trainings and there was a question of if the dressing was changed at all during the forty-eight hours the patient was home. A culture of the dles came back (B)(6) for (B)(6). The patient was taken to the operating room (or) on (B)(6) 2016 for debridement of his dles and driveline tract. Currently a wound vacuum is in place. Transplant infectious disease (ID) was consulted and the patient was started on meropenem 500mg IV every six hours and vancomycin 1g IV every forty-eight hours. After the debridement, the patient's status was tenuous as he was progressing into a septic picture requiring both dobutamine and dopamine. The patient lost consciousness briefly on the evening of (B)(6) 2017 in which the nurse reported asystole for five seconds and a total of three compressions were given to the patient. Log files were sent in by the site, but no major changes in power/flow were noted at the time of the episode. They likely happened during the fifteen (15) minute window between data points. Currently the patient remains in critical condition, intubated on multiple IV infusions at this time.